Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The technical service report is attached (see comm log), and indicates: the 1588 ccu has been repaired and passed our quality inspection procedure. The following items were replaced on the unit: front board. Transition board. Digital board. Ac inlet board. Probable root cause: cables. Connectors. Digital board. Power supply. Filter / fuse. Ac inlet board. Main board. Transition board. Fiber board. Intermittence between transition board and ch connector. Software. Scope. Light source. Camera head. Coupler. 1488 & 1588 extension cable. Intermittence while using rf devices. Problem toggling light source or from camera head. Connected monitors. Leaking. Use error. Poor grounding. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Manufacturing/ service nonconformity.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.